Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the insulin pump had a critical pump error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had a swim from the boat to the beach where the insulin pump was submerged in the water for about a minute followed by which the customer received the critical pump error. The device will not be returned for analysis.